Event description:
It was reported that using a brachial artery access approach during a diagnostic coronary procedure a 0.035 unspecified guide wire was attempted but could not be advanced and was removed without issue. A 0.014 balance middleweight (bmw) guide wire was advanced but met resistance as the vessel was spasming; during the manipulation of the guide wire in the vessel the guide wire stretched and separated at the weld. The proximal end of the guide wire was removed from the vessel without issue. The distal fragment of the guide wire was retrieved using a snare device antegrade from the femoral artery to the subclavian artery. Although there was reported procedure time delay there was no report of any clinically significant delay to the patient. The procedure was discontinued. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.